Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient programmer had not worked for about 6 or 7 months. The device was ¿doing its job and it was helping with the pain.¿ the patient saw the ¿call your doctor¿ icon. The patient had the device on a pattern and she was going to change it one day and the patient saw the physician message, but she did not know the code. The patient was in the hospital for another problem and she wanted to turn the stimulation down, but wasn¿t able to because of the physician message. The other day when the patient got up, the stimulation felt like it changed. It was thumping then kind of did that on and off throughout the day. The next day, it was like it completely stopped and the patient started having more pain. The patient synced with the implantable neurostimulator (ins) using the patient programmer and saw the end of service (eos) message. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is obtained, a supplemental report will be sent.